Event description:
The customer reported that the carescape telemetry server went down and lost telemetry monitoring for about an hr and a half affecting fifteen pts. Alternate pt monitoring was not otherwise available. There was no reported pt injury associated with this event.

Manufacturer narrative:
The info supplied by the ge field service engineer (fse) will serve as the source of info for this investigation. The fse determined that the carescape telemetry server (cts) central processing unit (cpu) board failed, resulting in a loss of monitoring. The cpu board was replaced by the customer. Per the customer the cts is not back in service yet since there is no urgency due to the spare cts being used at this time. Component failure (cts cpu board failure).